Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead causing false atrial tachycardia (at) / atrial fibrillation (af) detections. It was also reported the implantable pulse generator (ipg) was explanted and replaced for an unknown reason following eight years in service. The ra lead remains in use. No patient complications have been reported as a result of this event.